Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and thrombus are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 74 high watt alarms have been logged since (B)(6) 2016. A rise in power consumption has been observed starting (B)(6) 2016. A second rise in power consumption was logged starting on (B)(6) 2016 to a maximum of 10.4 w to current parameters outside normal operating range, which correlates with the reported thrombus event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power found during log file analysis can be attributed to external factors such as thrombus formation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient on (B)(6) 2016 had a new thrombus in the pump occur and decided against any lysis therapy. Patient's decision of no further lysis therapies was accepted by the doctors. It was stated that the pump and equipment worked well all the time. The pump was turn off by the medical doctors. It was reported that the date of death was (B)(6) 2016 and the official cause of death was multiorgan failure. It was further reported that no autopsy was planned and that the pump and equipment would not be returned. No additional information available.

Manufacturer narrative:
Corrections: date MFR received for initial report is (B)(6) 2016. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.